Event description:
It was reported that pump displayed malfunction alarm code and customer noted no unusual events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer had already reset pump before calling, malfunction did not recur after reset, and technical support confirmed pump use could continue while advising customer to call back if malfunction returned, which caller acknowledged and understood.